Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not reaching the correct pressure for rapid infusion (280mmhg - 300 mmhg as per the service manual) with or without solution bags. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis of complaint that the device was not reaching the correct pressure for rapid infusion. This device doesn't have event log. No service history was found. Visual and functional testing was performed. Unable to replicate the report error by testing with depot test pressure cuffs and confirmed out put pressure from the main tower was 5.6 psi. The customer did not send in the pressure cuffs. Opened the device and visual inspected, no fault found. The probable cause of the report error is the pressure cuffs (pressure gauges in the pressure cuff). Calibration and performed preventative. The device passed all functional tests.